Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient with diabetes experienced two infusion sites detaching from the adhesive within one week, both from the same lot. The most recent site detached while the patient was at work, and their blood glucose level was measured at 240 mg/dl at the time. There was patient involvement with no harm.